Manufacturer narrative:
To date the device has not been returned; however, photographic evidence was provided that appears to confirm the event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The review found a non-conformance; however, it was not related to the reported event. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic total gastrectomy procedure and ¿the trocar was broken while in use on the patient's left assistant's left hand port. Unlike normal ope, j&j stapler echelon is inserted. Normally, the surgeon don't feel any discomfort when putting it in and taking it out, but this time it didn't go through the trocar smoothly, and when he/she took out the echelon, it got caught and the trocar came out. He/she said he/she had never experienced anything like this before. Since the tip of the echelon is not angled this time, it is unlikely that a force was applied to the tip of the trocar due to refraction. It took about 10 minutes to find the defect and search for the defect in the abdominal cavity. He/she found that there was a missing part, so he/she inserted the trocar again and searched for the missing part.¿. The procedure was completed with an alternate same device. Further assessment found there was no prolonged hospitalization. This report is being raised on the basis of injury due to possible retained device fragment.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic total gastrectomy procedure and ¿the trocar was broken while in use on the patient's left assistant's left hand port. Unlike normal ope, j&j stapler echelon is inserted. Normally, the surgeon don't feel any discomfort when putting it in and taking it out, but this time it didn't go through the trocar smoothly, and when he/she took out the echelon, it got caught and the trocar came out. He/she said he/she had never experienced anything like this before. Since the tip of the echelon is not angled this time, it is unlikely that a force was applied to the tip of the trocar due to refraction. It took about 10 minutes to find the defect and search for the defect in the abdominal cavity. He/she found that there was a missing part, so he/she inserted the trocar again and searched for the missing part.¿ the procedure was completed with an alternate same device. Further assessment found there was no prolonged hospitalization. This report is being raised on the basis of injury due to possible retained device fragment.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Update: received one ias12-100lpi in original opened package. Lot number was able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. To date the device has not been returned; however, photographic evidence was provided that appears to confirm the event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The review found a non-conformance; however, it was not related to the reported event. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 47 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Ensure that the access port is properly inserted. Do not remove the obturator from the cannula at this time. Note: if using the blunt tip access port, the spring anchor should be secured down to the patient¿s abdomen with suture, in the usual manner. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic total gastrectomy procedure and ¿the trocar was broken while in use on the patient's left assistant's left hand port. Unlike normal ope, j&j stapler echelon is inserted. Normally, the surgeon don't feel any discomfort when putting it in and taking it out, but this time it didn't go through the trocar smoothly, and when he/she took out the echelon, it got caught and the trocar came out. He/she said he/she had never experienced anything like this before. Since the tip of the echelon is not angled this time, it is unlikely that a force was applied to the tip of the trocar due to refraction. It took about 10 minutes to find the defect and search for the defect in the abdominal cavity. He/she found that there was a missing part, so he/she inserted the trocar again and searched for the missing part.¿. The procedure was completed with an alternate same device. Further assessment found there was no prolonged hospitalization. This report is being raised on the basis of injury due to possible retained device fragment.